Event description:
The customer reported a failure code 810:04 during biomed testing. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.